Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator exhibiting intermittent capture resulting in an episode non-sustained right ventricular over-sensing. Also noted were episodes of inappropriate automatic mode switch caused by far-field r wave over-sensing. Programming interventions were discussed, however no adjustments or patient symptoms were reported.